Manufacturer narrative:
Date sent to the FDA: 5/25/2021.

Manufacturer narrative:
Date sent to the FDA: (B)(6) 2021. Additional information: d3, d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2007 and mesh was implanted. It was reported that the patient underwent recurrent hernia repair surgery on (B)(6) 2013 during which the surgeon noted he excised the scar, took down the adhesions to the old mesh, and excised portions of the old midline abdominal mesh. It was reported that the patient experienced severe pain, bulging, and inflammation. No additional information was provided.